Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation under the bottom edge of the garment. The patient's pcp recommended the use of hydrocortisone cream 1%. The patient's cardiologist advised the patient to remove the device if the irritation worsened. The patient confirmed that she was still wearing the lifevest and follow up indicated that the irritation improved.